Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a warning due to non-sustained tachycardia and counts to the sensing integrity counter (sic). The lead also exhibited t-wave oversensing (twos). The lead remains in use. The implantable cardioverter defibrillator (ICD) had an atrial lead impedance warning triggered and showed historical oversensing. The ICD does not have an atrial lead plugged into the port. The ICD remains in use. No patient complications have been reported as a result of this event.